Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was report that the patient had a known distal type I endoleak, stent graft migration, proximal type I endoleak and associated femoral artery aneurysm with a significant cardiac history. However do the frail cardiac condition patient heart no intervention had been performed. The patient had recently been put on beta blockers and was feeling ill but thought it was due to new medication. Recently the patient presented emergently with back pain, slurred speech, abdominal pain the CT revealed that there was a ruptured/leaking juxtarenal abdominal aortic aneurysm. The CT showed that the extravasation of blood in the abdomen and aneurysmal dilatation of the aorta, the iliac vessels and the right femoral artery. The patient was opened for repair of the ruptured aneurysm. There was a large contained retroperitoneal hematoma. It was reported that during the surgical conversion the patient developed ventricular fibrillation and was unable to be resuscitated. The patient expired. The reported cause of death was documented as ventricular fibrillation and cardiopulmonary arrest unresponsive to resuscitation attempts.

Manufacturer narrative:
(B)(4).